Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a in total hip replacement surgery, the suture was broken when the fascia was sutured, and the device was replaced in time.